Event description:
It was reported that this pacemaker exhibited far field over sensing (ffos) on the atrial channel. Technical services (ts) determined ffos caused the inappropriate atrial tachy response episode presented on the electrogram and provided reprogramming recommendations. The right atrial lead showed successful automatic pace threshold test and most recent lead tests were within normal limits. Furthermore, presenting electrogram showed pacemaker working as programmed. The pacemaker remains in service. No adverse patient effects were reported.